Manufacturer narrative:
The xience skypoint device is currently not commercially available in the us; however, it is similar to a device sold in the us the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the mildly calcified, moderately tortorous, and 75% stenosed anatomy resulting in the reported failure to advance and the reported difficult to remove. Interaction and/or manipulation of the device resulted in the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with mild calcification, moderate tortuosity, and 75% stenosis in the distal right coronary artery. A 4.0 x 15 mm xience skypoint drug-eluting stent (des) system was attempted to advance but resistance due to anatomy was felt and the des system failed to cross the lesion. The des system was removed and resistance with the anatomy was felt. The edge of the stent was noted to be flared. A new 4.0 x 28 mm xience skypoint stent was implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.